Event description:
It was reported via medwatch: mw5177124 "provider feels there is a design flaw in plate- if not lined up perfectly screws cannot be threaded as intended".

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. To achieve the predetermined trajectory of the universal holes, use the t8 or t15 fixed angle sleeve with its respective drill sleeve insert. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported via medwatch: mw5177124 "provider feels there is a design flaw in plate- if not lined up perfectly screws cannot be threaded as intended".

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.